Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-mar-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 04-may-2022, UDI#: (B)(4). (B)(4) pertain to product ID: 977a260, serial#: (B)(4), product type: lead and product ID: 977a260, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient only had 25% pain relief with the therapy and had a loss of pain relief in their back/buttocks and thigh; x-rays performed on (B)(6) 2019 revealed a migration of both leads to t12-t10. Interventions taken included reprogramming on (B)(6) 2019 with 3 programs for the patient to try. A follow-up was scheduled for (B)(6) 2019 and it was noted the patient may require a lead revision. It was noted that the event was possibly related to the device or therapy and unlikely related to the implant procedure. The event was ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the reason for the lead migration was unknown. No further complications were reported/anticipated.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the patient¿s pain continued so reprogramming was done again on (B)(6) 2020. A trigger point injection (tpi) was also done in the patient¿s leg muscles. The patient reported on (B)(6) 2020 that their pain was better and the event was resolved without sequelae.

Manufacturer narrative:
Continuation of d11: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a260 lot# serial#(B)(4) implanted: (B)(6)2018 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2018 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient found 50% relief with program c and did not want the lead replaced at this time. The outcome of the event was noted to have been unresolved with no further action planned. No further complications were reported/anticipated.